Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was explanted and replaced with a new one. The pt stated he experienced a burning sensation at his ipg site when he recharged.